Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and needed assistance with filling cannula. Customer blood glucose at the time of the incident was 450 mg/dl and treated with injection. Customer does not feel okay to troubleshooting. The insulin pump was not replaced or returned for analysis.